Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on approximately (B)(6) 2015, the patient was seen in the emergency room with a hemoglobin of 7.0 g/dl and was transfused with 4 units of blood. On (B)(6) 2015, the patient was admitted to the hospital with a hemoglobin of 5.6 g/dl. The patient received 2 units of packed red blood cells that night. A guiac test performed the previous week was negative; however, gastrointestinal bleeding was suspected. An upper endoscopy and a colonoscopy were performed and both were negative. Capsule endoscopy of the small bowel showed multiple arteriovenous malformations (avms) with recent bleeding. The avms that could be reached were cauterized during a repeat endoscopy. The patient's inr on admission was supratherapeutic at 4.7 and administration of warfarin was held until the inr drifted down to 1.4. On (B)(6) 2015, the warfarin was resumed. The patient was never hemodynamically unstable. The patient's mein arterial pressure was elevated and antihypertensive medications were adjusted. On (B)(6) 2015, the patient was discharged with a hemoglobin of 8.1 g/dl. A total of 5 units of blood were transfused during the hospital stay. The patient has had no further bleeding and will continue to be followed as an outpatient.